Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection. The pump passed the prime/compromised force sensor system, displacement, rewind, and basic occlusion tests. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. They were unable to confirm the excessive no delivery alarms due to the motor error alarms.

Event description:
The customer reported via phone call that he had a motor error alarm that he cannot clear. Customer's blood glucose was 350 mg/dl. Customer explained that the pump had turned off this morning, so he replaced the battery and it reset. Customer received a motor error alarm even after attempting to clear it. Customer stated that he received the alarm while he was sleeping. Customer normally has highs at night but the blood glucose of 350 mg/dl this morning was unusual. Customer stated that he had gone to the airport in september and they made him put the pump through an x-ray. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer stated that he constantly had no delivery alarms for 4 days and then it stopped for a month before it continued again. Customer would change his set and sometimes his reservoir, which would clear the no delivery. Customer was advised that the pump will need to be replaced.